Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed to a system interconnection cable that was not properly seated to a connecotr on led backlight driver module board. The cable was re-seated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.